Event description:
The guidewire was uneventfully delivered to the target anterior communicating artery (acom) lesion. It was reported that as the stent delivery system was advanced to the middle cerebral artery m1/m2 segments, a vasospasm occurred in the acom. Nimotop was used to treat the vasospasm, the dosage is unknown, and the physician withdrew devices from the patient. The vasospasm was resolved without sequelae. The procedure was aborted and the patient was reportedly discharged home in good condition.

Event description:
The guidewire was uneventfully delivered to the target anterior communicating artery (acom) lesion. It was reported that as the stent delivery system was advanced to the middle cerebral artery m1/m2 segments, a vasospasm occurred in the acom. Nimotop was used to treat the vasospasm, the dosage is unknown, and the physician withdrew devices from the patient. The vasospasm was resolved without sequelae. The procedure was aborted and the patient was reportedly discharged home in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the stabilizer was kinked at 13.0cm and 20.0cm from its proximal end. The stent was in the microdelivery catheter and friction/resistance was noted during functional test, likely due to the observed kinks. No other anomalies were noted. The cause of kinks could not be definitively determined. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The reported failure to deploy the stent was most likely caused by the occurrence of a patient vasospasm which prevented the subject device from passing through the vessel. Vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported vasospasm was an anticipated procedural complication.